Manufacturer narrative:
The device remains implanted. Should additional information be provided, this report will be updated.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The data from the device has been retrieved and sent to technical services for their review. No further information has been received at this time. The device remains implanted, and no adverse effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Additionally, it was determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The data from the device was retrieved and sent to technical services for their review. Upon review, normal device function was observed. The device had been sensing atrial fibrillation for at least a year, which had increased the power usage. There was a decrease in power due to a programming change in (B)(6) 2018, and the power increased again in (B)(6) 2018 when the sam patch was loaded. Additionally, tech services indicated that the atrial lead impedance trend had been stable until (B)(6) 2019, then the impedance started to vary in range 550 - 1300 ohms. They said this could be a sign of an integrity issue with the lead (conductor partial break or connection issue), but also that patient related condition could not be ruled out. Additional information: a request was sent to the field rep to obtain further information, and an update to this event. No information was able to be provided.